Manufacturer narrative:
The practician did not report any difficulty during the surgery, and did not mention any inadequate behavior of the patient during recovery. The practician decided to wait 6 months to allow bone healing, despite the pain experienced locally by the patient. During removal performed on (B)(6) 2025, the practician confirmed the need to replace the implant to allow correct bone healing. 2 screws have been used to this view. Manufacturer investigation: batch record reviewed: no root cause identified from the manufacturing process. Inspection of 3 parts from the same batch: the products are fully compliant to the manufacturing specifications.

Event description:
Date of manufacturer awareness of this defect is the 11/05/2025. During the follow-up x-ray at t+13 weeks after implantation, the surgeon observed that the implant has broken since its implantation. Case: transverse osteotomy for bunion correction. The surgeon decided to maintain the implants in the patient as the bone healing was going on. On the 5th of november 2025, the surgeon informed us that the patient was experiencing pain, and that it requires a new surgery in order to remove the implant and, if the bone uninon is not satisfying, to replace by another implant as to stabilize it. Explantation preformed on the (B)(6) 2025.

Event description:
Date of manufacturer awareness of this defect is the (B)(6)2025 .during the follow-up x-ray at t+13 weeks after implantation, the surgeon observed that the implant has broken since its implantation. Case: transverse osteotomy for bunion correction.the surgeon decided to maintain the implants in the patient as the bone healing was going on.on (B)(6) 2025, the surgeon informed us that the patient was experiencing pain, and that it requires a new surgery in order to remove the implant and, if the bone uninon is not satisfying, to replace by another implant as to stabilize it.explantation performed on the (B)(6)2025.

Manufacturer narrative:
The practician did not report any difficulty during the surgery, and did not mention any inadequate behavior of the patient during recovery.product remained implanted initially. The practician decided to wait 6 months to allow bone healing, then remove the implant and, if required in situ, implant another device in order to finalize the recovery. But he mentions that the patient experiments localized pain, more than usually expected during recovery.batch record reviewed: no root cause identified from the manufacturing process.x-rays retrieved: suggests a misalignment of the bone fragments. Confirmed via visual inspection of the removed implant.inspection of 3 parts from the same batch: the products are fully compliant to the manufacturing specifications.lab testing of the explanted device, and compared to an unused device of the same batch.shipped on dec. 17 to critt lab, for in-depth analysis of the material and the breakage profile, and by comparison to a not-used device of the same batch number.following testing performed:- chemical analysis testing: icp and combustion.- examination of the fracture surface using a binocular microscope and sem.- microscopic examination.- vickers full-depth hardness testing.conclusion of the analysis - as stated in the critt report n°25.12.150, dated 02/24/2026:- the fracture of the centrolock implant is not due to poor-quality raw materials in terms of chemical composition, microstructure, or hardness.- the fracture is caused by implant fatigue, potentially due to excessive and abnormal bending.- most probable: repeated overloading during post-op recovery - premature return to normal activities.